Manufacturer narrative:
The device was received deployed. No kinks or bends were identified on the exposed portion of the soft cannula. The device data returned a 0xff error code, indicating no hazard alarm was generated, and shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. Investigation found no defects or deficiencies that would signal a hazard alarm/alert/advisory. The agc algorithm was able to adapt the suggested insulin appropriately based on egvs and user inputs.

Event description:
It was reported that the patient visited the ER (emergency room) with hyperglycemia. The patient's blood glucose levels reached 435 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea, ketones and low blood pressure. The patient was treated with an IV (intravenous) drip and an antiemetic. A chest x-ray, CT-scan, and blood work were conducted. The patient was released within 6 hours. At discharge, the patient was prescribed amoxicillin, 875-125 1 tablet a day for 5 days and ondansetron, 4 mg, to take if necessary. The pod was worn at the hospital, and insulin delivery was paused per hcp (health care provider). Patient reported she removed the pod at home as bg (blood glucose) continued to elevate. The cannula was found to be bent when the pod was removed. After placing a new pod, patient reported her bg was under control.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.